Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided: foreign matter adheres to the light guide lens and distal end forceps port was rusted.- it was unknown whether the user conducted reprocessing in accordance with the instruction of use (IFU); therefore, the cause of the foreign material remaining in the device could not be determined. Image has b30 error - was likely due to degradation problem the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of water leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device found foreign matter adheres to the light guide lens, distal end forceps port was rusted, and the image has b30 error. There was no patient involvement.